Event description:
It was reported that the deltec gripper micro needles gripper failed to latch back into the safety latch. The operator pulled up the safety arm and heard a click sound. The needle was left exposed. This product problem was observed prior to patient use. The product was not used on the patient.